Manufacturer narrative:
Patient information was unavailable from the site. The suspect monitor was returned to the manufacturer for analysis. Testing could not duplicate the reported event but did find few red pixels intermittently flickering in the background. A medtronic representative replaced the monitor and performed an imaging system check-out, all areas passed. Unable to replicate communication issue. System performed as intended. (B)(4).

Event description:
A site representative reported that, while in a lumbar fusion case the mobile viewing station (mvs) and image acquisition system (ias) were not communicating with each other. Both are related to the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. The surgeon opted to complete the procedure without the use of the imaging system.